Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 370105a did not uncover any relevant non-conformances. The lot met release specifications. Unable to determine the root cause of the complaint with the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2 .0 - 3.0. Tests occurred between (B)(6) 2016, exact date unavailable, inratio inr = 0.8; lab inr = 2.6 . Tests conducted within minutes. No reported adverse patient sequela.